Event description:
The manufacturer received information alleging a trilogy ev300 device failed pre-test active exhalation verification; pilot: difference. There was no allegation of patient harm. The device was not reported to be in patient use. Evaluation of the trilogy ev300 device is anticipated but has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported received information alleging a trilogy ev300 device failed pre-test active exhalation verification; pilot: difference. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device at the manufacturer's service center, the customer's complaint was confirmed as the device again failed a test step during testing. The technician replaced the proportional valve (aecm) and 3-way solenoid valve to address the issue. All performance verification tests passed. The system meets the specification for the performed service and is returned to use.